Manufacturer narrative:
(B)(4).the customer reported that the device was evaluated and they found the display cable had broken. It was replaced and normal operation was confirmed.

Event description:
It was reported that during maintenance, a ventilator screen became noisy. There was no patient involvement.

Manufacturer narrative:
(B)(4). The display cable was returned for investigation. The service engineer evaluated the part and could not verify the reported complaint. The part was placed into a test ventilator and graphic user interface (gui) display functioned as expected with no signs of electrical noise. The reported malfunction could not be duplicated.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.